Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) medical center. (B)(6) , md. History & physical. Abdomen: soft, nontender, nondistended. Hernia in low midline just above umbilicus. Impression: ventral hernia. Plan: ventral hernia repair. [Nurse reviewer note: incomplete record]. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: ventral hernia repair with mesh. Anesthesia: general. Complications: none. Estimated blood loss: 50 ml. Preoperative note: this is a 30-year-old with ventral hernia. We discussed risks and benefits of procedure and he signed consent form. Description of procedure: ¿the patient was placed in the supine position and general anesthesia was induced. The abdomen was prepped and draped with betadine in sterile fashion. We made incision over the ventral hernia in low midline below the umbilicus and carried down to the subcutaneous tissue exposing an 8 x 6 cm ventral hernia defect. I reduced the abdominal contents and took down adhesions¿.¿. [Nurse reviewer note: incomplete record]. ??/??/??: [missing records: records between 08/30/06 and 08/29/07 were not provided.] (B)(6) 2007: (B)(6) medical center. (B)(6), md. Operative report. [Nurse reviewer note: incomplete record]. ¿¿. Was prepped and draped with betadine in sterile fashion. I made a midline laparotomy through the previous incision and carried down through the subcutaneous tissue. I took care of multiple adhesions. I found the fascial defect, which was very large 8 x 10 cm. I removed the previous gore-tex mesh and sent it for pathology. Then brought alloderm mesh, reconstituted it, and then sutured it in a horizontal mattress fashion back to good fascia with running 0 prolene circumferentially. Made it taut. I irrigated and left the drain just above the mesh site and then closed the hernia sac over the top with #1 loop pds. I irrigated and closed with wound with interrupted 2-0 vicryl and staples. Dressings were applied. The patient tolerated the procedure well and was taken to the recovery room.¿ (B)(6) 2007: [missing records: a pathology report detailing analysis of the device removed during the procedure was not provided.] Product identification records for the alleged ¿gore-tex mesh¿ were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04417196. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.